Event description:
It was found during investigation of a returned pump that the downstream occlusion alarms occurred in event history log. This issue may interrupt therapy during use. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
(B)(6). The suspected device was returned for evaluation. The review of event log performed and found related to the complaint. A review of the available service history identified no previous related repairs within the last 12 months. The functional testing and visual inspection were performed and found that the downstream occlusion (dso) seal is delaminated. The customer complaint was confirmed, and the probable cause was the downstream occlusion (dso) seal.